Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge was filled with 240 units of insulin. Additionally, it was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Blood glucose level was 133 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Tandem technical support attempted to follow up with the customer multiple times to verify whether the issues were resolved after loading a new cartridge onto the pump; however, no response was received.